Event description:
The customer reported that one of their doctors reported experiencing permanent hearing loss and suspected it was due to the noise from the amo laser. The doctor indicated that the laser was the loudest piece of equipment in the room. The customer further reported that the doctor spends long hours performing laser vision correction at three different sites. The customer mentioned that the doctor measured the noise level in one of the laser suites for one day and found that it was just below the osha requirement.

Manufacturer narrative:
(B)(4):the field service specialist went into the customer site and inspected the equipment and while there performed an annual preventative maintenance. The field service specialist did not detect any unusually loud noise coming from the system however noted that the customer''s air conditioning supply duct was very loud making the room loud.